Manufacturer narrative:
One hotline low flow system was returned for analysis with wear and tear damage to the enclosure. Visual inspection revealed that the front cover, tank cover, float switch, plate clip and line cord are damaged. There was also an outdated pcb and power switch. The interlock block was noted to be stripped with further inspection. The tank was then filled with water, temp check was attached, the line cord was plugged in, and the power switch was turned on; revealing that the pump was working fine. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that the motor to a smiths medical level 1 hotline low flow system would not pump during testing. There were no reported adverse effects.